Manufacturer narrative:
The patient reports oxygen desaturation (¿low 80¿s) with the use of the life 2000 device. The patient also reported that the flow meter ball drops from 10lpm to 6lpm on his 3rd party millenium m10 oxygen concentrator upon connecting the life 2000¿s interface tubing to the concentrator. No medical intervention was required. The patient recovered at home without any noted intervention. It is noted the patient will possibly be receiving a swap of his life2000 by the trainer and oxygen concentrator by the dme. The patient is a 63-year-old male with a history of copd, chf, pulmonary hypertension, interstitial lung disease, pulmonary fibrosis, and shortness of breath. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the desaturation (low 80¿s spo2) was temporary, and medical intervention was not required (the patient recovered at home with no reported intervention). Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. The ultimate cause of the reported drop in oxygen saturation is unknown as the inspection is pending, but likely multifactorial including the patient's underlying pulmonary pathology and possibly a system interaction/malfunction between the life2000 and third-party vendor concentrator. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. Clinical evaluation revised with the receipt of device inspection details 6/27/23 the patient reports oxygen desaturation (¿low 80¿s) with the use of the life 2000 device. The patient also reported that the flow meter ball drops from 10lpm to 6lpm on his 3rd party millenium m10 oxygen concentrator upon connecting the life 2000¿s interface tubing to the concentrator. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Inspection of the device by a hillrom technician notes the inspection was performed with the life 2000 device with 5l oxygen bleed in via an oxygen concentrator. No error messages nor alarms were observed. There was no malfunction found. The life 2000 ventilator and compressor performed as intended. In this event, although the patient¿s oxygen level was clinically below normal range, the desaturation (low 80¿s spo2) was temporary, and medical intervention was not required (the patient recovered at home with no reported intervention). Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. The ultimate cause of the reported drop in oxygen saturation is unknown, but likely multifactorial including the patient's underlying pulmonary pathology and possibly a system interaction/malfunction between the life2000 and third-party vendor concentrator. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury.

Event description:
The patient reports oxygen desaturation (¿low 80¿s) with the use of the life 2000 device. The patient also reported that the flow meter ball drops from 10lpm to 6lpm on his 3rd party millenium m10 oxygen concentrator upon connecting the life 2000¿s interface tubing to the concentrator. No medical intervention was required. This report was filed in our complaint handling system as complaint #(B)(4).